Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the unit had an outer tube/shaft failure. This is indicative of the shaft being flexed too far. It was reported that the device broke during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, the handpiece broke between shaft and handle while in use. A new device was opened and used to complete the procedure. There was no patient injury. The medtronic initial investigation found that the shaft of the device was broken.